Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure. Product unavailable for analysis

Event description:
It was reported that during an angioplasty procedure, the balloon broke and deflation difficulties were encountered. The moderately calcified, 80% stenosed lesion was located in an unspecified moderately tortuous coronary artery. The lesion was pre-dilated with an unspecified balloon catheter. An unspecified taxus liberte stent delivery system (sds) was advanced to the lesion and inflated with iopamiron (50/50 mix) contrast to unspecified atms for 5 to 10 seconds to implant the stent. The physician then raised the balloon pressure to 16atms at which time the balloon broke. The physician attempted to deflate the balloon by applying negative pressure with an unspecified inflation device, however, the distal end of the balloon was unable to be deflated. The sds was able to be removed intact with the stent remaining fully apposed to the vessel wall. It was not known if further intervention was performed. The patient's status is reported as "ok"